Event description:
Two events involving MRI tubing: patient had MRI imaging. IV was in place with a vasopressor infusing due to patient's hemodynamic needs. Following MRI, patient called rn into room reporting this the IV was leaking. The rn assessed the IV extension tubing used for MRI and noted the tubing had "busted." The tubing was quickly changed to provide care and the continued vasopressor infusion to the patient. The patient's bp initially dropped, but recovered when the tubing was changed. No patient harm was noted. Assessment of the tubing by management noted a 5cm curved tear in silastic portion of the tubing. No trauma or issue with the tubing reported prior to the event. Lot# unknown. Nurse noted leak during priming of the tubing, just above the flow-preventer (black slide clamp) prior to it being loaded in the machine. (Lot#:19a16n) reported as a "pin-hole" leak, medication was squirting from site. Manufacturer response for MRI IV tubing, mridium (per site reporter). Iradimed has been very responsive in this matter and has tubing to investigate. The lot# was pulled and replaced. Manufacturer response for MRI IV tubing, mridium (per site reporter). Iradimed was contacted and have been very responsive to issue. No response at this time as to what caused event.